Event description:
It was reported that, "possible infection. Cup revised to tritanium multi-hole shell after removal."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as pt requested explants. If add'l info becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat #623-00-40f, lot #mhr83a, description: trident 0 deg insert 40 mm; cat #6052-1035s, lot #mhlw93, description: secur-fit max; cat #06-4097, lot #mhltjt, description: c-taper cocr lfit head 40 mm/-2.5. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.